Event description:
Customer reported a sensor end alert. Customer was assisted in inserting a new sensor and clearing the alarm. Customer reported receiving a false predictive low alert. The blood glucose reading was 241 mg/dl. She stated that she may have been laying on the sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.